Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Received additional information which noted the iop was very elevated (48) as early as a week after implant. A bleb revision was done twice on different dates due to the amount of fibrotic thick tissue, which the healthcare professional noted was "the worst I've ever seen", because the iop was at 51 with signs of refibrosis. Healthcare professional felt this was unusual that this fibrosis came early after the implant and after the bleb revision. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of fibrosis and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient had a xen®45 gts implanted in the left eye and fibrosis and a pressure increase developed 4 weeks later. A trabeculectomy was performed where it was noted there was an unusual amount of fibrosis and thickening. Healthcare professional noted they "cleaned away quite properly". 2 weeks following this, there was later fibrosis formation and high pressure.